Manufacturer narrative:
This is an instance of possible mistreatment if the user failure to verify the treatment plan. No pt injury occurred. If the operator has the isocenter centroid distance set a large distance away from the markers and the software set to "rotation and translation" mode. The system may recommend shifts which do not match what the clinician expects. This is because the target point is not in the same anatomy (organ) as the markers. Switching the software to "translation only" modality allowed the software to correctly calculate recommended shifts. A notification letter was generated and mailed out to all users on 4/14/06 to help users understand which modality to utilize for optimal treatment calculations.

Event description:
The customer raised a concern that the software can recommend large shifts to the treatment plan which do not necessarily correspond to the rotation or translation of the anatomy to be treated if the isocenter is far away from the markers. This can lead to shifts which are off by as much as 1.5cm.